Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that with regards to the statement about catheter coming out, the patient had fluid leaking out of the back where the catheter goes into the lower back. The patients weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot# n138083011, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, lot# n170501003, implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl dilaudid (unknown dose and concentration) and morphine (concentration 1 mg/ml, dose 0.2717 mg/day) via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. On 2008, few months after it was implanted, the catheter came out and the doctor put it back in a couple of times revision was on (B)(6) 2008 nov 05 and catheter was put in on (B)(6) 2008. In (B)(6) 2010 a company representative was at the surgery for pump removal because of the catheter issues and coordinated patients 3rd pump being put back in. The doctor wanted to try to put a stimulator and put patient on oral medication. No symptoms were reported. No further complications were anticipated/reported (B)(6) 2017 patltr (con): additional information received from the patient indicated that the catheter migrated down and was in the wrong place, the patient also had a catheter leak at insertion point in the back, the patients weight at the time of the event was (B)(6). The patient did not have any information regarding the status of the explanted products (B)(6) 2017. (Rep): document contained no new information.